Manufacturer narrative:
There was no visual inspection of the lens as the lens was disposed. The complaint can¿t be confirmed. Manufacturing records were reviewed and the all lenses were manufactured according to specification. Cosmetic inspections and optical measurements were performed and showed that the lenses were manufactured within specifications. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu instructs physicians how to properly use the lens provides warnings to physicians to consider lens implantation under specifics circumstances. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a multifocal intraocular lens (iol) was explanted from the patient's operative right eye due to the patient's complaint of glare and diplopia. The initial iol was implanted on (B)(6) 2014. A monofocal intraocular lens was implanted as a replacement. The surgery center stated the intraocular lens was disposed, therefore it will not be returned.